Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Cloud - locked down/smartphone. Phone_control_ios. Cloud - omnipod 5 software app version 2.0.2. Cloud - operating system 18.5. Cloud - hardware iphone13.3. Cloud - cgm sensor type unspecified. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported seeking medical attention on (B)(6) 2025 at the emergency room (ER) after experiencing an app error and multiple memory corruption messages, leading to the failure of three omnipod pods, which were her last ones. The patient's blood glucose (bg) values reached over 250 mg/dl. She had to delete the app due to the memory corruption issue. The patient was wearing a pod activated from the old app and wanted to transfer it to the new app, which was not possible. She decided to visit the ER and requested three pod replacements. Due to her urgency, many details, including whether she was wearing the pod at the time of seeking medical attention, the reason for seeking medical attention, the date, length of visit, discharge date, symptoms, diagnosis, and treatment, were unavailable. The patient disconnected the call before more information could be gathered. Follow-up attempts were made, but no further contact was established.